Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were connection issues during use of an unspecified number of one-link catheter extension sets with non-baxter IV catheters. The customer reported that ¿25% of the time¿ they are unable to activate the valve on the catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.